Event description:
It was reported that the patient underwent a posterior surgical procedure from t10-illiac. Three years post-op, the rods broke. No additional info available at this time.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.